Event description:
It was reported that three weeks after a new pump and catheter were implanted, the incision "looked infected". It was noted that antibiotics "seemed to clear it up" but last weekend the pt experienced a fever of 102 degrees. There was swelling and "bulging" around the pump. The pt was admitted to the hosp in 2009. The pt was being evaluated by the neurosurgeon and infectious disease. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.